Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided. Medical records review indicates that no intra-ops complication was noted. Patinent underwent revision for fractured screw adn synovitis. During the surgery, poly bearing noted to be partially disengaged from the baseplate upon inspection, the locking mechanism had failed at the level of the medial lateral rails as well as the securing screw additionally was broken.screw noted to be broken at the midpoint through the threads with the distal part of the threads still threaded down through the baseplate. Distal part of screw left in place to decrease further damage by removing components.heterotopic bone from the patella removed. Tibial baseplate, femoral, and patellar components well fixed and left in place.poly bearing exchanged, no further complications noted. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Medical devices: ref (B)(4) lot 62847353 patella 38mm. Ref (B)(4) lot 62469651 art surface g 14mm. Ref unknown lot unknown depuy cement. Multiple MDR: 0002648920-2020-00190.

Event description:
From additional information received, it was reported that the patient was revised due to a fractured screw with subsequent synovitis. During the revision, the distal part of the croken screw was left intact to avoid further damage. Heterotopic bone was removed from the patella. The bearing prosthesis was replaced without complication.

Manufacturer narrative:
(B)(4). (B)(6) 2018. Concomitant medical products: unknown lcck femoral component catalog # unknown lot # unknown; unknown lcck tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-03635, 0001822565-2019-03636 . Product location is unknown.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty procedure. Subsequently, the patient is alleging unknown injuries. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
From additional information received, it was reported that the patient was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D11 - medical products: lcck nexgen femoral component catalog # 00599401791 lot # 62735458. Nexgen tm tibial plate catalog # 00595405701 lot # 63302592. Nexgen stemmed tibial component catalog # 00598004702 lot # 62900444. Nexgen stems catalog # 00598801215 lot # 63302649 qty 2.

Event description:
No further event information available at the time of this report.